Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on september 08, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic collection during a pancreatic collection drainage procedure performed on (B)(6) 2022. During the procedure, the first flange of the axios stent was deployed; however, the second flange of the axios stent could not be deployed. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications as a result of this event.